Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (renal home care). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. On an unreported date in the same month as the receipt of this report, the patient was hospitalized for the peritonitis event. Treatment was not reported. On unreported dates, dianeal/extranel therapies were discontinued, further described as ¿the patient¿s pd therapy was on hold and the patient was doing hemodialysis only¿. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.